Event description:
It was reported that during a percutaneous transluminal intervention (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The 15mm x 3.00mm quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon catheter ruptured at an unspecified pressure and inflation. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received with a nc quantum apex inner packaging pouch, carrier tube and stopcock. The stopcock was attached to the hub. There was contrast in the inflation lumen and blood in the hub. Magnified inspection revealed a 13mm longitudinal tear in the balloon wall on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The 15mm x 3.00mm quantum apex balloon catheter was selected to dilate the lesion. The balloon catheter ruptured at an unspecified pressure and inflation. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).